Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 year and 1 month after the dental implant was installed in the intraoral region #4, its loss of osseointegration was observed. The implant was installed without immediately loading it and was put in function 8 months later.